Event description:
According to the reporter, during total laparoscopic hysterectomy,  when closing vaginal cuff, the needle broke into two pieces. A piece of the needle was lost in patient¿s pelvis. The needle was too small to find and retrieve. An intraoperative x-ray was performed but found no needle piece. The specimen was removed from the vagina.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.